Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred. The customer's blood glucose level was over 600 mg/dl. Reportedly, the customer indicated that a new cartridge would be loaded and that a correction bolus would be administered.